Event description:
On 25-aug-2025, the user reported elevated blood glucose (bg) of 304 mg/dl during a supply change after forgetting to announce lunch. The agent advised allowing the ilet corrective algorithm to bring bg back into range, and the user agreed to monitor. The user's highest blood glucose (bg) recorded was 304 mg/dl. Bg was corrected through the ilet corrective algorithm. No symptoms were reported during the event. Bg was corrected. No symptoms, medical intervention and non-medical assistance were reported during the event and at the time of call.